Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported to angiodynamics on july 31 2018: the physician introduced the catheter for a contralateral diagnostic procedure in the popliteal area of the leg. She did the diagnostic well but when they removed the catheter completely outside, the nurse realized that the tip of the catheter was broken and the tip inside the patient. She took a retriever tie to remove the tip without problem and continued the surgery without consequences for the patient or more complications. It was reported the defective disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned was a sv so2 5fx80cm .035 catheter and the catheter tip. The catheter tip was noted to be separated from the catheter shaft. The device met all manufacturing dimensional specifications for this product. The customer's reported complaint description of tip detached from catheter has been confirmed. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A CAPA was initiated to determine the root cause and implement a corrective / preventative action for this type failure. A material change to address the robustness of the catheter tip was implemented on (B)(6) 2017. The complaint sample (lot 5036310) was manufactured before the implementation of this material change. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with states; "never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Do not attempt to hand straighten the tip of any curved tipped catheters which are furnished with a tip straightener. This may result in damage to the product. Tip straighteners are furnished on all catheters intended to be straightened with the aid of a tip straightener. Always use a guidewire to remove the catheter from the vasculature. Failure to do so may result in damage to the vessel, puncture site, product, or all three. The maximum pressure limit of catheters intended for flush angiography is stated on the catheter package. When using a pressure injector, do not exceed the stated maximum pressure. Catheters intended for selective angiography do not have a maximum pressure limit stated on the catheter package. Typical flow rates of up to 10cc per second are stated with pressure generated to achieve these typical flow rates never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Angiodynamics angiographic catheters are designed for use with specific guidewire diameters. The recommended maximum guidewire diameter is specified on the catheter label". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).